Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional test was performed. Occlusion test was used. Visual tests found a damaged downstream occlusion (dso) seal. The reported problem was duplicated. The dso seal will be replaced.

Event description:
It was reported that the device had a downstream occlusion (dso) seal problem. There was unknown patient involvement.